Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor ansel guiding sheath was returned for investigation. The dilator was returned fully inserted into the sheath. The sheath tip is wrinkled with a 2mm wide raised area. This damaged area disrupts the smooth transition between the sheath and the dilator. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The sheath shaft and distal end are 100% inspected for surface defects at various stages of the manufacturing process. Based on the available information and the examination of the device, the exact root cause of the reported issue could not be determined, as it may be attributed to the patient¿s clinical condition, and/or the healthcare professional's technique when inserting the device into the patient. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in a transjugular intrahepatic portosystemic shunt revision procedure. It was reported that the vessel was dilated up to a 10f, and when they were placing the sheath over a j-wire it "crinkled/bunched". Another sheath was opened and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.